Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There were unknown foreign materials in the nozzle, resulting in a clogged nozzle. The nozzle was not deformed. The channel tube had leakage. The protector and switch box were discolored. The root part of the insertion tube was bent and there was a whole circle of wrinkles of glue on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had an air/water problem. The air supply was not smooth. Unknown foreign materials were found clogged in the air/water nozzle. The issue was found at reprocessing. The procedure was not delayed more than fifteen (15) minutes. The scope was used with the evis lucera elite video system center. No patient harm reported. The mh-946 injection tube was used for manual cleaning in the hospital. There were scratches on the mounting part of the mh-946 injection tube. The automatic endoscope reprocessor (aer) used was a king keng. The nozzle was previously replaced off-site.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter.

Event description:
Additional information was received from the reporter. The intended diagnostic gastroscopy was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material such as adherent, gauze, or another similar foreign material which originated from the peripheral device, leading to body fluids and chemical solutions clogging in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use(IFU): "·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. -inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. ·manually cleaning the endoscope and accessories -clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. -with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned -flushing detergent solution into the air/water channel -remove detergent solution from all channels ·presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.